Event description:
It was reported that the subject device's image was dark at the beginning of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight failure, failure of watertightness of the head side stopper, failure of watertightness of imaging, damaged cable, and corrosion of electrical contacts. Based on the results of the investigation, a probably root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image was dark at the beginning of an unspecified procedure. There were no reports of patient harm and there was no delay.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.